Event description:
Additional information was received that reported the estimated battery longevity at the settings used was 2.15 years to eri. Telemetry showed that the battery was used 26,300 hours over the lifetime of the device (3.0 years at 24 hours per day) . If additional information is received, a follow-up report will be sent.

Event description:
It was reported that physician was unable to configure a monopolar setting (electrode #0 -, case +) of the implantable neurostimulator (ins) using the clinician programmer. Specifically, when the physician would try to set the case to positive, the clinician programmer indicated that this was not possible per the software. Turning the programmer off/restarting and the use multiple clinician programmers did not resolve the issue. It was noted that the patient did experience a return of their symptoms on the right side. It was then decided to replace the ins. Just prior to the explant procedure, it appeared that the programming issue had resolved on its own. Impedance measurements taken were reported to be normal and that the ins could now be reprogrammed. Further interrogation of the ins indicated an elective replacement indicator (eri) condition was observed and it was reported to be normal battery depletion. The physician decided to replace the ins anyway due to low battery voltage. No patient injuries were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Software card model 8870bbo02, serial # (B)(4); clinician programmer model 8840, serial # unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator model 37601 (B)(4) showed no significant anomalies. Battery longevity was found to be normal.